Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
This report is related to a (B)(6) patient. It was reported the patient lost therapy due to high impedance. As a result, the patient plans to undergo surgical intervention on a later date to address the issue.

Event description:
Follow-up revealed the patient's lead was explanted and replaced. Surgical intervention addressed the patient's issue.